Event description:
The pt underwent a planned procedure for a cormet hip resurfacing device on (B)(6) 2007. It was reported that the pt suffered a femoral neck fracture during physical fracture on (B)(6) 2007. The pt was revised to a cormet uni-polar head and stem on (B)(6) 2007. Corin has not been able to obtain further info nor have access to the explanted device.